Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having trouble connecting the transmitter after changing sensor due to expiration. Customer's blood glucose was 34 mg/dl. Customer declined troubleshooting for low blood glucose and treated with soda. Customer resolved transmitter issue.